Event description:
It was reported that a pt underwent an unk procedure on (B)(6)2010 and suture was used. The needle broke. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been rec'd; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.